Event description:
It was reported that powerloc max port needle appears to have crack at insertion site. Discovered while drawing labs and syringe had more than normal amount of air that would be expected when drawing blood. After drawing blood, small amount of blood was present at connection site closest to patient. No blood was at the insertion site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is confirmed and was determined to be supplier related one 22g x 0.75in powerloc max was returned for evaluation. An initial visual observation revealed use residue where the needle exits the housing. The safety mechanism was observed to be engaged. A microscopic observation revealed bubbles within the needle housing. A functional testing of pressurizing and flushing the infusion set with water was performed and a leak where the needle exits the housing was observed. These findings suggest the inadequate adhesive application within the needle housing caused a compromised seal, leading to leakage under pressure. This complaint will be recorded for future trending and monitoring purposes.